Event description:
It was reported to medtronic minimed that the customer observed water in the pump and the display was black. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer called back after receiving a new battery cap after pump was exposed to moisture. The pump did not return to normal function after inserting new battery with new battery cap and self test was failed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing white display. Unable to perform the sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using [thump] due to flashing white display. The pump was cut open to perform visual inspection and moisture damage on the [pcba 1 / pcba 2 / force sensor / motor / keypad flex connector] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, corroded battery tube, and stained keypad overlay. Unable to confirm blank display due to flashing white display. Unable to confirm failed device test due to flashing white display. Flashing white display was confirmed during analysis due to moisture damage on [pcba 1 / pcba 2 / force sensor / motor / keypad flex connector]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.